Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that a secondary intervention was performed to repair the type I endoleak. Nine aptus endoanchors were implanted in the patient. The physician originally used the 32mm guide which was the optimal size for placing anchors on the inner curve of the arch and then switched to the 22mm guide to better treat that area of the graft. On the final angiogram, the endoleak was almost resolved. It was a minor endoleak and very late after injection. After the procedure, the patient had a stroke. The physician stated that there was air embolus that caused the stroke , it was most likely caused by another manufacturer's pigtail catheter used during an angiogram during the procedure. The patient expired two weeks later.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. A left subclavian artery to left common carotid artery bypass was performed during the initial procedure. It was reported that a follow up cta observed a proximal type I endoleak. The physician stated that the cause of the event was due to the patient¿s short landing zone. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).